Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13c19090 and h13d29055 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested as cloudy effluent and bloated coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event, but was treated with cefazolin (once daily). Patient outcome was reported as ongoing and improved. No additional information is available. This is report 3 of 4 involved in this peritonitis event.